Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a not detecting downstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition could not be verified. Evaluation was unable to fully test for the undetected downstream occlusion due to an unrelated issue and no cause could be determined. The device will be required to meet all calibration testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.